Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not powering on. Maintenance confirmed there was power, but the unit would not turn on, and it could not be used. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not powering on. A field service engineer (fse) unplugged the pyxie bus and main drawer and the station turned on. Fse removed the drawer panel and the strew fell down, plugged the drawer back and rebooted. Fse verified the cables and no shorts found. Fse later identified that the two screws of the latch catch drawer 1 was missing and the screws became loose and fell down hitting a board on drawer 6 casing a fault. Fse removed the screw to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.